Event description:
The customer reported that the device locked up.

Manufacturer narrative:
The customer reported that the device locked up. The device was evaluated at philips, where the reported symptom was duplicated. The software was reloaded to resolve the issue